Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Reason for surgery: abnormal uterine bleeding, sui.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with concurrent hysteroscopy, dilation and curettage and endometrial ablation. After implantation the patient experienced dyspareunia, pelvic pain, recurrent bladder infections, continued urinary incontinence and depression. (B)(4). Dyspareunia.